Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the defective parts were the sample syringe, the wash syringe and the degasser. The fse replaced the sample syringe, the wash syringe and the degasser to resolve the issue. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic quality control for calcium (calc) and glucose (glu) on their au5800 clinical chemistry analyzer. The customer later indicated patient results were erratic and negative for calc and glu and other unspecified chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.